Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the alarms in the iabp¿s diagnostic error log. Upon inspection of the iabp the stm discovered possible saline damage on the pneumatic module to backplane pcb. The stm additionally discovered a damaged wire in the pneumatic module to backplane cable assembly. To address the issue, the stm removed and replaced the cable in the pneumatic module to backplane and the pneumatic interface. Several screws were replaced during the assembly of the iabp; the expired li-ion batteries were also replaced. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient a system failure error occurred during boot up of the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.